Event description:
The customer contacted physio-control to report that their device failed to power up. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the removed power pcb assembly and determined a short circuit on capacitor designator c4 was the cause of the reported issue.

Manufacturer narrative:
(B)(4). Physio control evaluated the customers device and verified the reported issue. Physio replaced the device's power pcb assembly to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device failed to power up. There was no patient use associated with the reported event.